Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages his diabetes with novolog insulin (10-12 units) and glipizide pills (5 mg). The patient continued to take his usual dose of medications. About 24 hours after the start of the alleged issue, the patient claims he felt symptoms of dizzy and sweating. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.